Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the cgm reading was high, and the patient reportedly received too much insulin due to this. The patient was feeling very sick, but no specific symptoms were reported. The patient was brought to the hospital and when a fingerstick was taken, the blood glucose reading was 70 mg/dl. The patient declined to provide any further information about the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.